Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The stent was broken in the scope. This can be attributed to user handling. The evaluation revealed the following findings: light cover glass was chipped; biopsy channel and brush passage were damaged; reduced angulation and knob play; and scope-connector was leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Company representative, on behalf of the customer, reported to olympus, that while using the evis lucera elite duodenovideoscope for an unspecified procedure, the stent had broken off and became lodged in channel. The procedure was completed with another scope; with no patient delay noted. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to channel was clogged with a stent used in the previous procedure.. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.